Event description:
Customer reportedly obtained results of 1.1mmol/l and 7.5mmol/l on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Request return of suspect system and replacement was sent.